Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ac power module does not trigger the ac led to come on. There is no patient involvement.